Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased buttons dome switch. The insulin pump has cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the buttons on the insulin pump are stuck and not responding. Blood glucose value was 81 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.